Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the rubber on the injectable ends of five (5) intravia bags were dried up. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Five actual unused devices were received for evaluation. Visual inspection of the samples revealed damage at the injection ports. The damage was a cosmetic issue, which would not affect product functionality. No additional issues were observed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported issue was verified. The cause was determined to be environmental, as this type of damage is seen with exposure to direct light/ozone. Should additional relevant information become available, a supplemental report will be submitted.